Event description:
Emergency room was using the pump, when it was reported as having an electric short. Cable looked burned. There has been no report of serious injury or illness associated with this complaint.

Manufacturer narrative:
The lab evaluation confirmed complaint of an electrical short and a damaged cord due to fatigue of the outer insulation of the power cord.